Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that the patient presented to the hospital due to syncope. The ventricular lead exhibited loss of capture. The lead was explanted and replaced.